Event description:
It was reported an issue with optilene suture. The client reported that before the microsurgery operation, the thread is detached from the needle, it is not possible to stitch tendons. 5 threads have been used during the operation, where the thread detached from the needle. The thread is missing from the needle when removed from the packaging and inserted into the needle holder. There was no harm to patient. No further information has been received.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 24 closed samples. We have tested the needle attachment strength of the closed samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep): 0.43 kgf in average and 0.23 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received show that the needles escaped from the thread. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.